Manufacturer narrative:
On 18sept2015 the centrifuge was returned to beckman for repair. Service inspection results: confirmed will not power on. The main printed circuit board "pcb" is burned and has over heated at component r29, preventing the stat spin from powering on. The drive and bowl assembly appear damaged from the overheated main pcb. What was repaired to address customer concern replaced: drive assembly, bowl , and main pcb. The ssvt-1 centrifuge, was returned to customer after repaired on 29sept2015. The beckman coulter (B)(4).

Event description:
A customer in the united states reports the statspin ssvt-1 centrifuge stopped working, with no signs of power. Customer states it appears to be the barrel power connector not being secured. Customer technical support "cts" provided customer troubleshooting measures which included the unplugging the centrifuge from power source, and plugging back in without resolution. No reports of smoke or burning smell, no reports of fire and the fire department was not called. No reports of anyone requiring medical attention. No reports of injury to operators or of delay to sample processing. Cts provided customer with repair options and initiated a return merchandise authorization "RMA" process.